Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder, low reservoir, no delivery alarms due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when they were changing the set out and insulin pump had motor position encoder error alarm and customer tried to rewind and got a motor error. The customer blood glucose level was 329 mg/dl. The customer was assisted with troubleshooting. Customer states they got a no delivery alarm. Customer reports the drive support cap appears normal. Customer states low reservoir alarm did not go off and they change it. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.